Event description:
Event description guidant received information that during the transtelephonic monitoring (ttm) follow up, a magnet response could not be obtained. However, appropriate magnet response was reported at all the prior ttm follow ups. They tried many different positions without success. Therefore, the patient was brought to the office and the magnet response was fine. It was reported that device is at elective replacement near (ern) and the device is pacing at 90ppm.